Event description:
It was reported that this right ventricular (rv) lead has been exhibiting a gradual rise in shock impedance measurements, recently measuring greater than 125 ohms. Technical services (ts) was consulted and provided the health care professional (hcp) with troubleshooting recommendations. The rv lead remains in service at this time. No adverse patient effects were reported.